Event description:
Case description: investigation results: novopen 4, batch: mvg7t29. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard® 30 penfill® batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with the following investigation results updated in qc comment and qc results imdrf codes were updated narrative updated accordingly. Final manufacturer comment: 22-sep-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. No conclusion reached. Incorrect handling of the product such as storing the device with needle attached between injections can affect the functionality of novopen 4 and contribute to hyperglycaemia. Company comment: hyperglycaemia is assessed as listed event; coronary artery disorder is assessed as unlisted event according to the novo nordisk current ccds in mixtard 3o penfill. The suspected product and device has not been returned to novo nordisk for evaluation. Patient has multiple comorbidities such as long-standing diabetes mellitus, hypertension, blood choles-terol abnormal and cardiac problems which could have contributed to reported event of coronary artery disorder. Considering the nature of event, medical history and safety profile of mixtard 30 penfill, causality is assessed as unlikely related for coronary artery disorder. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary investigation results: novopen 4, batch: mvg7t29 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high bgl 600 mg/dl (hyperglycemia) [hyperglycaemia] technical issue in np4 [device issue] lack of efficacy [device ineffective] force needed to inject feel different from normal higher/more difficult [device physical property issue] patient used the dialing clicks to estimate the dose of the product [wrong technique in device usage process] the needle is left attached to the pen in between injections [product storage error]. Case description: study ID: (B)(6) novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 160 cm. Patient's weight: 73 kg. Patient's bmi: 28.515625. This serious solicited report from egypt was reported by a consumer as "high bgl 600 mg/dl (hyperglycemia)(hyperglycemia)" beginning on (B)(6) 2025 , "coronary artery defect from 15 days due to hyperglycemia(coronary artery disorder)" beginning on (B)(6) 2025, "technical issue in np4(device issue)" beginning on jul-2025, "lack of efficacy(device ineffective)" with an unspecified onset date, "force needed to inject feel different from normal higher/more difficult(resistance to movement in device)" with an unspecified onset date, "patient used the dialing clicks to estimate the dose of the product (wrong technique in device usage process)" with an unspecified onset date, "the needle is left attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date and concerned a adult female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose regimen 1: 50 iu, qd (30u at morning and 20u at night); dose regimen 2: 80 iu, qd (50u at morning and 30u at night))from unknown start date and ongoing for "diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus (from 20 years ago, type unknown) , hypertension, nervous system disorder nos, cardiac problems, blood cholesterol abnormal. Historical device: novopen 4 (previously used device) concomitant medications included - dapagliflozin, concor(bisoprolol fumarate), vastarel mr(trimetazidine hydrochloride), ator(atorvastatin calcium), aggrenox(acetylsalicylic acid, dipyridamole), neurovit [cyanocobalamin;octotiamine;pyridoxine hydrochloride;riboflavin](cyanocobalamin, octotiamine, pyridoxine hydrochloride, riboflavin), zyrovazet(ezetimibe, rosuvastatin). Treatment medications included - mixtard(insulin human, insulin isophane). Since an unknown date patient started using mixtard penfills from 7 years ago since an unknown date patient wanted to report lack efficacy occurring to the patient during us-ing mixtard 30 penfills with novopen 4 (np4). On an unknown date in (B)(6) 2025 patient suffered from hyperglycemia due to technical issue in np4 as her bgl (blood glucose) reached to 600 mg/dl from two weeks ago, after taking mixtard vials with syringe her bgl (blood glucose) was controlled and bgl (blood glucose) reached 242mg/dl during using mixtard insulin vial with the syringe. On an unknown date in (B)(6) 2025 from 15 days patient also suffered from coronary artery defect due to hyperglycemia. On an unknown date in (B)(6) 2025 last rbgl or random (blood glucose) was 242 mg/dl last tues-day and 360mg/dl from two weeks. The causality for both events to mixtard penfills was reported as unlikely. It was reported that since an unknown date the patient in general reused the needles and was advised to change it every one injection. The needle was left attached to the pen in between in-jections. The force needed to inject feel different from normal higher/more difficult. The insulin used is insulin suspension (cloudy insulin) the patient re-suspends (rolled it between your hands) before use. The patient used the dialing clicks to estimate the dose of the product. The patient had been trained by a health care professional in the use of the novopen.no recently changed your diet or exercise level. The needle attached to the pen in a 180 degree angle (straight on) . The insulin in use at room temperature 20-25 degrees celsius. The patient recently changed from another novopen 4 to the current novopen 4 no injection of the suspected product into a skin area with lumps.no recent changes in diet or exercise/physical activity. Batch numbers: novopen 4: mixtard 30 hm penfill: asku, asku; action taken to mixtard 30 hm penfill was reported as dose increased. On (B)(6) 2025 the outcome for the event "high bgl 600 mg/dl (hyperglycemia)(hyperglycemia)" was recovered. The outcome for the event "coronary artery defect from 15 days due to hyperglycemia(coronary artery disorder)" was not reported. On jul-2025 the outcome for the event "technical issue in np4(device issue)" was recovered. The outcome for the event "lack of efficacy(device ineffective)" was not reported. The outcome for the event "force needed to inject feel different from normal higher/more difficult(resistance to movement in device)" was not reported. The outcome for the event "patient used the dialing clicks to estimate the dose of the product(wrong technique in device usage process)" was not reported. The outcome for the event "the needle is left attached to the pen in between injections(device stored with needle attached)" was not reported. Event abated after use stopped or dose reduced for mixtard doesn't apply event reappeared after reintroduction of mixtard doesn't apply. Reporter's causality (novopen 4) - high bgl 600 mg/dl (hyperglycemia)(hyperglycemia) : unknown coronary artery defect from 15 days due to hyperglycemia(coronary artery disorder) : unknown technical issue in np4(device issue) : unknown lack of efficacy(device ineffective) : unknown force needed to inject feel different from normal higher/more difficult(resistance to movement in device) : unknown patient used the dialing clicks to estimate the dose of the product(wrong technique in device usage process) : unknown the needle is left attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (novopen 4) - high bgl 600 mg/dl (hyperglycemia)(hyperglycemia) : possible coronary artery defect from 15 days due to hyperglycemia(coronary artery disorder) : unlikely technical issue in np4(device issue): possible lack of efficacy(device ineffective): possible force needed to inject feel different from normal higher/more difficult(resistance to movement in device) : possible. Patient used the dialing clicks to estimate the dose of the product(wrong technique in device usage process) : possible. The needle is left attached to the pen in between injections(device stored with needle attached): possible. Reporter's causality (mixtard 30 hm penfill) - high bgl 600 mg/dl (hyperglycemia)(hyperglycemia) : unlikely coronary artery defect from 15 days due to hyperglycemia(coronary artery disorder) : unlikely technical issue in np4(device issue) : unlikely lack of efficacy(device ineffective) : unlikely force needed to inject feel different from normal higher/more difficult(resistance to movement in device) : unknown patient used the dialing clicks to estimate the dose of the product(wrong technique in device usage process) : unknown the needle is left attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (mixtard 30 hm penfill) - high bgl 600 mg/dl (hyperglycemia)(hyperglycemia) : possible coronary artery defect from 15 days due to hyperglycemia(coronary artery disorder) : unlikely technical issue in np4(device issue) : possible lack of efficacy(device ineffective) : possible force needed to inject feel different from normal higher/more difficult(resistance to movement in device) : possible patient used the dialing clicks to estimate the dose of the product(wrong technique in device usage process) : possible the needle is left attached to the pen in between injections(device stored with needle attached) : possible. Company comment: hyperglycaemia is assessed as listed event; coronary artery disorder is assessed as unlisted event according to the novo nordisk current ccds in mixtard 3o penfill. The suspected product and device has not been returned to novo nordisk for evaluation. Patient has multiple comorbidities such as long standing diabetes mellitus, hypertension, blood choles-terol abnormal and cardiac problems which could have contributed to reported event of coronary artery disorder. Considering the nature of event, medical history and safety profile of mixtard 30 penfill, causality is assessed as unlikely related for coronary artery disorder. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. References included: reference type: e2b company number reference ID #: (B)(4). Reference notes: